Event description:
The customer reported that the pump screen went blank unexpectedly, and the led was not blinking, requiring the pump to be plugged into a power source to turn back on. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump. They instructed the customer to use multiple daily injections as backup therapy, and the customer was guided on how to put the pump into storage mode before returning it. The customer was also informed to return the problematic pump with a prepaid label within 10 days.